Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown.according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a interject injection needle device was used during an endoscopic mucosal resection procedure. According to the complainant, strong resistance was felt when the physician actuated the locking connector of the device; they experienced difficulty unlocking the needle. Resistance was also encountered, when the physician retracted the needle. They completed the procedure by using another interject injection needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.